Event description:
The customer reported that their central nurse's station (cns) secondary display is black after an upgrade. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at (B)(6) hospital reported the following issue with pu-621ra; (B)(6), from patient monitoring: their cns secondary display went black after an upgrade. Investigation summary: the root cause of the issue was determined to be degraded kvm. This is not an nk provided component for the patient monitoring system and the number of cns devices used in conjunction with a kvm extender at customer site is not known. The reported issue did not involve a deficiency of the cns. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue has been recognized as being caused due to the failure of a 3rd party accessory and not nk device malfunction.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) secondary display is black after an upgrade. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/04/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/11/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/25/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) secondary display is black after an upgrade. No harm or injury was reported.